Event description:
During a left iliac stenting procedure on wednesday, (B)(6) 2017, three boston scientific xxl large diameter balloons ruptured when post dilating the implanted stents. Two of the balloons were not able to be retrieved through the inserted sheath and required surgical removal. The first balloon could not be removed from the 10 french sheath that was in place in the left femoral vein. Upon removal of the balloon, it appeared that part of the balloon dislodged from the catheter and was compressed into a tightly wrapped ball. The same instance occurred with the second balloon, except the sheath was 18 french. The third balloon ruptured when post dilating the stent, and was able to be removed from the body through a sheath that was inserted into the right jugular vein.